Event description:
It was reported to medtronic minimed that the customer received pump error 3 (the main arm cannot communicate with the motor arm). The customer received a drive count error boundaries exceeded after movement. (Pump error 42). The customer stated that the pump accidentally got wet and an open book image. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for critical pump error and explained that when pump performed safety checks and an error was found. Troubleshooting was performed for the pump error 42, and the customer was not able to clear the error. Troubleshooting was performed for the keypad anomaly, and there was a response from some buttons. Troubleshooting was performed for the pump error alarm 3, and the customer was able to clear the error and complete a rewind if requested. Conducted a fill cannula delivery test, but delivery was not recorded in the daily history. Instructed customer that pump will be replaced. No harm requiring medical intervention was reported. The customer was advised to revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. All buttons function properly. Successfully downloaded history files and traces using thump. During download history review, pump error 3 occurred on 07/18/2025 13:46:13.000 until 07/18/2025 23:26:54.000 and pump error 42 occurred on 07/18/2025 13:46:16.000 until 07/18/2025 23:26:56.000. 0.0 can be seen when programing a basal. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and pcba 2. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, cracked case-corner of belt clip rails and battery tube threads - cracked. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed. Unresponsive anomaly, pump error 3 and pump error 42 did not occur during testing, however, found in history file on 18-jul-2025. Exposed to moisture confirmed on pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.